Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduce the error by running a patient sample. While troubleshooting, fse suspected the sample height detector. Fse attempted to run a sample and noticed both leds on the sample height detector are permanently ¿on¿ due to mechanical failure. Fse replaced the sample height detector and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within specifications. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-360 operator's training manual under tab 8: troubleshooting states the following: (ss) short sample. Cause: shortage of sample detected resolution: repeat test with adequate sample volume. Sample should be free of bubbles. The most probable cause of the reported event was due to the faulty sample height detector.

Event description:
A customer reported ¿short sample (ss)¿ flag on patient samples, quality control (qc) and calibrations on the aia-360 analyzer. The customer is not able to calibrate beta human chorionic gonadotropin (bhcg). The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The sample height detector was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event and determined the sample height detector exhibited mechanical problem. The most probable cause of the reported event was traced to component failure of the sample height detector.